Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500's mg/dl; cause was unknown. No additional patient or event information was available. A replacement pump was sent to the customer.